Manufacturer narrative:
Additional information received on 24 may 2017 and includes: during the revision surgery, cables were applied to the fracture and a long revision uncemented stem was implanted with a 28mm ceramic head to match with the dm liner. On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, few weeks after primary cementless tha in a (B)(6) obese man. The fracture is due to a traumatic event, according to report, probably happened during walking re-education period of time. No reason to suspect that this event is due to a faulty device. Batch review performed on 12 june 2017. Lot 167612: (B)(4) items manufactured and released on 09 march 2017. Expiration date: 2022-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During postoperative rehabilitation the patient experienced a femoral fracture.